Event description:
Pt stated she was implanted with smooth round moderate plus profile gel breast implants on (B)(6), 2010. A few days later, she suffered from severe itching and brown discoloration on her left breast. She reports that within a few months she developed the following symptoms: fatigue, joint pain, rheumatoid arthritis, rash inside of arms and bridge of the nose, nodules and fibrous tissue in both breasts, emotional and quality of life changes. She said that she feels as though her health has declined rapidly since her breasts were implanted. Pt also reported that both breast implants have migrated upward towards her collarbone and that they are very hard. She has an appointment on (B)(6), 2015 to see a new surgeon who will determine if and when she can remove her implants.